Manufacturer narrative:
A steris service technician inspected the unit and found water to be leaking from a steam line union between the wash chamber and the solenoid steam valve. The technician repaired the unit, ran a test cycle and confirmed it to be operational. The unit was installed in 1998 and is not under steris service contract.

Event description:
The user facility reported that water was leaking from their reliance 777 washer and out onto the floor. The water spread away from the unit. No injuries or procedural delays/cancellations were reported.